Event description:
Found during test. According to the reporter, the device would not charge up completely to selected energy during a user test. After further testing, the device began to operate properly. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control made an offer of service for the device which the customer declined.